Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found the device damaged. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The complaint of permanent loss of antenna was confirmed. The root cause was determined to be a damaged transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Event description:
Distributer contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014.